Event description:
A 2.75 mm diameter x 18 mm length endeavor resolute rx drug-eluting coronary stent delivery system was inserted into a patient for the treatment of a distal circumflex lesion. Vessel morphology was reported as lumpy bumpy looking arteries, but not obviously calcified. It is reported that the lesion looked amenable to direct stenting. The endeavor resolute rx drug-eluting stent delivery system was inserted; however, resistance was encountered and the device was unable to cross the lesion. Device was pulled back. It is reported that despite careful handling the stent dislodged from the balloon onto the wire into the left main. It was reported that the stent appeared to be disrupted with increased radio opaque at the proximal end. A 1.5mm x 15mm maverick balloon passed into the undeployed stent and the balloon was inflated to capture the dislodged stent. Everything was then pulled back, a smooth removal into the brachial/radial artery was reported, until the stent came off the balloon at the radial sheath tip. The stent was reported to be grossly disrupted. The stent was finally successfully retrieved from the patient using 4mm snare. The device and dislodged stent were returned to the manufacturing facility for evaluation. There was clear evidence of crimp/bake impressions on the balloon working length. The returned stent was severely stretched. As the vessel morphology was described as "lumpy bumpy looking arteries" it is possible that the vessel tortuosity impacted on the stent retention of the device resulting in the stent dislodging from the balloon during withdrawal. It is unclear whether the lesion was pre-dilated, as recommended in the instructions for use. It is indicated from the information received that the proximal end of the stent may have been damaged during the procedure as it was reported that increased radio opacity was noted at the proximal end, indicating that the vessel morphology may have impacted on the device; however, as cd images of the procedure have not been provided for review this cannot be confirmed. The damage as seen by the physician cannot be confirmed as the dislodged stent had been retrieved using a balloon and finally a snare, which most likely caused further damage to the stent. From the information available it appears most likely that the patient morphology was the root cause of the event. No additional clinical sequelae were reported, and it is reported that the patient suffered no ill effects.

Manufacturer narrative:
(B)(4) ( secondary intervention: dislodged stent was removed using a balloon and finally a snare). (B)(4).: results and conclusions: lumpy bumpy arteries.